Event description:
It was reported that a patient's heart rate went up to 140 and there was no audible alarm. There was no loss of patient monitoring. There was no serious injury or death associated with this event nor was medical intervention required. The monitor technician was in front of the cic when the event occurred and noticed it immediately. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.